Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. The patient reported that they thought there was something wrong with their scs system starting in oct 2017. The patient reported that they can turn the stimulation down to 0.2v or 0.3v and the stimulation is still ¿buzzing all over.¿ the patient reported that they used to keep the stimulation up around 0.7v and they could barely feel it. The patient reported that it was not buzzing all over at a much lower level. The patient noted that they had only turned the amplitude up and down and they hadn't changed the changed programs or groups. The patient did not have their patient programmer with them at the time of the call to troubleshoot. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the buzzing all over was finished and that it had been caused by the patient having the device on the wrong settings. The patient reset the device and the issue was resolved. No further complications are anticipated.